Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device found that majority of the coil was stretched from the handshake connection to the distal tip. The coil was detached at the distal end to which the burr failed to return for further analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events occurred as a result of factors encountered during the procedure which can include a device to device interaction.

Event description:
It was reported that the burr tip detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the tip of the rotaburr detached inside the patients body while cutting near the bend of the rca mid. The breakage occurred during the third pass of the first session when the burr was applied to the lesion. The broken burr tip was retrieved with the removal of the rotawire. The procedure was completed successfully with another of the same device. There were no patient complications, and the patients condition was stable with no problems post procedure.

Event description:
It was reported that the burr tip detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the tip of the rotaburr detached inside the patients body while cutting near the bend of the rca mid. The breakage occurred during the third pass of the first session when the burr was applied to the lesion. The broken burr tip was retrieved with the removal of the rotawire. The procedure was completed successfully with another of the same device. There were no patient complications, and the patients condition was stable with no problems post procedure.